Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Healthcare professional reported they heard air escaping on suction two and proceeded with flap creation with the sound or air escaping. The laser created a partial flap. Additional information has been requested.